Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 3006705815-2018-00757. It was reported that the patient experienced ineffective therapy due to lead migration following a fall approximately 6 months ago. X-rays was taken and confirmed that the patient's leads had migrated from t7 to t6. As a result, the patient underwent surgical intervention to have their leads repositioned on (B)(6) 2018. Effective therapy was restored post operatively.